Event description:
It was reported that the handpiece began overheating during testing prior to the start of a surgical procedure. There was no procedure involved and no pt involvement.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device overheating was confirmed. Based on the investigation details, the likely cause for the overheating was corroded and bad bearings on the rotor, which was replaced along with other components as part of preventive maintenance. The handpiece was repaired and returned to the customer.